Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch basic meter would not turn on. The pt tests her blood glucose 3 times a day. The pt tests before breakfast and lunch, and also after dinner. She takes 1 pill of avandia every morning. The pt indicated that the alleged meter issue started on four days earlier, at an unspecified time during the afternoon. The pt continued to take her avandia as prescribed and did not modify her diet during the time of concern. After the reported issue began, the pt developed symptoms of blurry vision and dizziness which she associated to hyperglycemia. The pt could not remember what date/time the symptoms developed. At one point during the time of concern, she was able to test her blood glucose on her daughter's unidentified blood glucose meter and got "325 mg/dl." The pt denied receiving any medical intervention from a health care provider. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of acute hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.